Event description:
It was reported that there was a lead break about 5 cm from the proximal end of the lead. The healthcare professional (hcp) had to re-implant the lead, so they needed to re-insert the stylet. While the hcp was re-inserting the stylet, they realized they could not move the stylet further down the lead. The hcp noticed the stylet was deviating from the path. The lead was replaced. There were no patient symptoms or complications associated with this event and the patient status at the time of this event was alive with no injury.

Manufacturer narrative:
(B)(4).